Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00085.

Event description:
The customer reported to olympus, during the middle of a diagnostic bronchoscopy with a linear ebus the tip of the needle broke off and fell into the patient's right hilar region and had to be retrieved. Biopsy forceps were used to retrieve the device fragment. The patient had a post-procedure chest radiograph. The device was inspected prior to the procedure and no issues identified. The intended procedure was completed with a similar device, olympus19g ebus needle. There was a five (5) minute delay while the patient was under general anesthesia due to the device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, it is likely that broken needle tube was caused by the following mechanism: a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.